Event description:
A non-healthcare professional reported surgeon unable to lift the flap due to uneven bed surface in the right eye of the patient during surgery, additionally the flap was forced to be cut forty microns beneath the planned flap during refractive surgery. All patients prior to and following this patient had no issues. The patient had no corneal issues or evidence of disease or history of injury. There are multiple related reports for this facility. This report addresses patient initials (B)(6) in the right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about eight minutes and thirty six seconds before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of plus 5 microns. The logfile shows vacuum one time was around eight four secs, the vacuum two time was around forty seven secs. And the duration of the docking process was around one forty two secs. The surgeon lost vacuum one one time and vacuum two once during the docking process or before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The customer inserted the applanation cone three times during the docking process. It is not apparent from the logfiles, why the customer removed the cone multiple times. The surgeon interrupted the treatment of the patient's right eye once by releasing the laser pedal during bed cut. After the interruption the customer aborted the treatment, by pressing the vacuum pedal instead of the laser pedal, indicated by the info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿. Treatment was only seventy percent complete. The thickness of the flap was thinner than the recommended flap thickness. The user restarted the treatment with a flap thickness of one fifty microns on the same day with a new patient interface and finished the treatment without any problems. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. During a later unrelated service case, regarding flap quality issues, the local field service engineer decided to replace the x-y scanner as a preventive measurement. The replaced scanner was requested but not received. No associated service visit for the reported event could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported surgeon unable to lift the flap due to uneven bed surface in the right eye of the patient during surgery, additionally the flap was forced to be cut forty microns beneath the planned flap during refractive surgery. There are multiple related reports for this facility. This report addresses patient initials (B)(6) in the right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).